Manufacturer narrative:
(B) (4). The ge service rep found that one of the interface cables was broken. The cable was replaced and the system operates as intended.

Event description:
The customer reported that the system does not boot up. No pt injury was reported.